Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt's device was explanted and noted that it was due to premature neurostimulator battery depletion. No injuries were reported and the pt recovered without sequelae. If add'l info becomes available, a f/u will be sent.